Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging fine dust particles were deposited in the lung tissue and bronchial tubes of the plaintiff deposited. The plaintiff's lung tissue is damaged by the deposits. The functioning of the plaintiff's lungs is limited for this reason. Also the bronchi, the mucous membranes and other tissue damage in the plaintiff's respiratory tract. No medical intervention was specified by the patient.  The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.